Event description:
It was reported that this patient with this implantable cardioverter defibrillator (ICD) presented to the emergency room after receiving shock therapy. Upon review, it was found that the patient was in atrial fibrillation (af) with rapid ventricular response, then a morphology change and ventricular rate increase was observed. The rhythm now observed was ventricular tachycardia (vt) in which the device successfully detected and delivered a shock. Subsequently, post shock delivery, the rhythm accelerated the underlying vt into ventricular fibrillation (vf). A second shock was delivered and successfully converted the rhythm into normal sinus rhythm. At this time, the ICD remains in service and there were no additional adverse patient effects reported.